Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted endometriosis resection surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error c-34 on the integrated electrosurgical unit (iesu) or erbe.tse suggested to reboot the erbe with no change. Tse suggested to use force triad. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system booted up with no issue. Tse suggested to use force triad energy generator to complete the procedure. Procedure was completed robotically. It's unknown if the same generator was used or exchanged out.

Manufacturer narrative:
Intuitive surgical, inc. (Isi)did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, and on startup unit displayed error c-34. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to generator defect based on voltage error. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
Refer to h11 for follow-up information.